Manufacturer narrative:
Eval not complete.

Event description:
Proximal portion of im nail fractured at transverse screw hole at time of scheduled extraction after initial surgery. Distal 4/5ths of im nail remains in femur.